Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. Additionally, the reporter indicated that keypad was torn/punctured and missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: the keypad was found to be torn and missing at the ok button and torn at the up arrow and contrast buttons. All of the keypad buttons were found to be unresponsive during testing. The keypad was removed and there was evidence of contamination found under the contrast button contact. The up arrow, down arrow and ok button contacts were found to be missing from the keypad.